Manufacturer narrative:
Lumenis investigated the reported event by contacting the foreign user facility. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated, "the patient sustained a minor injury that did not require any medical intervention and will not lead to permanent impairment". "The patient is in healing phase and transient pigmentation change is still present and to be expected. Bikini line treatment was the information given but the picture seems to display internal thigh region which has different skin sensitivity. The injury occurred on a hyperpigmented location which should not have been treated". The probable cause of the reported event to be operator error, a failure on the part of the device operator to follow instructions by identifying patient conditions. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign user facility reported that one (1) patient sustained first degree burn to bikini area following treatment with a lumenis lightsheer desire laser.